Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, excessive no delivery and displacement tests. However, it alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. Device was received with cracked case at display window corners, window corners and battery tube threads and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while changing the reservoir. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value was 213 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.